Event description:
Meter had missing segments on the display. This case is reported as a meter malfunction due to missing segment. This issue was not resolved with troubleshooting. Patient had also reported that they were taken to the hospital and they had symptoms of sweatiness, and blurry vision. A result on theneighbor's meter is documented as 400 mg/dl. Unknown what the hospital meter result was and what, if any, treatment the patient received. Also, it is unknown if the patient had attempted to test on their meter prior to going to the hospital. Due to insufficient information regarding the hospital visit, it cannot be concluded that the meter malfunction contributed to an adverse event. Therefore, this case is reported as a meter malfunction. A letter will be sent to the patient to try and contact them to obtain further information.